Manufacturer narrative:
Device passed displacement test and self test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. Device received with normal operating currents. No unexpected failed battery or blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was 500 mg/dl at the time of the incident. After performing troubleshooting, it was reported that, the display did not return after pump restart. Customer jumped to the blank display troubleshooting guide as customer stated that her pump was now blank and did not want to turn on again. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.